Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information indicated that device was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). The battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 33 microwatts, however this device was consuming 79 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. Additional information indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). The battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 33 microwatts, however this device was consuming 79 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.